Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 418 mg/dl at the time of incident. Customer experienced symptom such as nausea. Customer stated insulin pump had bent cannula. Customer declined troubleshooting. Customer stated that belt clip was damage and hole on the spring was broken. The device will not be returned for analysis.